Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 25 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. In addition, it was reported that the pump touch screen was unresponsive. Customer restarted pump to resolve issue. The customer's blood glucose was 180mg/dl. Reportedly, the customer continued using the pump for insulin therapy.